Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that he had blood glucose of 267 mg/dl and the insulin pump was not working correctly. Customer stated that the insulin pump numbers 4, 5 and 6 was showing on screen, but the display is frozen. Customer stated that the insulin pump had a squealing high pitched noise, but the display did not return. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unexpected blank display after count up due to faulty mother board. No audio and or beep anomaly noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.